Event description:
Pt had 2.5 x 16 mm stent placed in mid lad. Three days later pt returned to lab - angioplasty done, diagnosis thrombus in stent. Three days later pt back to cath lab - emergent with cp. Again thrombus in mid lad stent. New stent zeta 2.75 x 28 placed in lad and deployed at 3.07. Thrombus in stent.